Event description:
The affiliate reported a customer with a suspected positive biological indicator (bi). None of the items from the load were recalled and all were used on patients. The affiliate was not able to get further information from the customer regarding potential patient injury.